Event description:
Customer reports several incidents in which the tubing is leaking chemo near the roller clamp during patient use. Reporter states no patient or staff injury resulted from the spill and no medical intervention was required. Chemo was cleaned up with spill kit.